Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a remote manager issue occurred, initially reported as a refrigerator failure. The customer clarified that the issue was related to the rm. An error message indicating "required maintenance" was displayed. Review of rss showed a hardware failure message. Troubleshooting steps were performed, including recovery attempts; however, the issue persisted, and the device required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked remote manager on both side and found no issues. Further the pharmacy technician inventoried the refrigerator, and it opened with no problem. The system functioned as intended when the field service engineer verified the device.